Event description:
The user facility reported that during a procedure an arcing or spark was observed at the bottom of the trolley, and the air smelled like burnt plastic. The procedure was stopped, and the medical technician at the facility evaluated the device and was able to duplicate the failure. There was no patient injury.

Manufacturer narrative:
The device referenced in this report was returned to keymed for investigation. Based on the investigation performed, the cause of the user's report was attributed to an insufficient tightening of the fuse holder, that lead to an inadequate contact, which cause the arcing, heat generation, and failure. This report is being filed as an MDR in an abundance of caution.